Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient was seen several months ago and the longevity remaining was about ten and a half years. At the most recent follow-up the longevity remaining decreased to seven and a half years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services recommended device replacement. Currently this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
This supplemental report is being filed to include device analysis details.

Event description:
Additional information was received that this device was explanted and replaced due to premature battery depletion. The device has been returned and is pending analysis information.